Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks the wire may have moved while they were at work last night because they weren't feeling stimulation as much so they switched over to the right side and increased until they were able to feel it comfortably. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) if they felt the wire had moved. No further patient complications have been reported as a result of this event.